Manufacturer narrative:
Manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one tri-funnel 20f was returned. Surface damage was noted on the balloon approximately 2.1cm proximal to the distal tip. Blood and residue were noted throughout. The balloon was inflated to 20cc with no issue. The balloon was massaged and no leak was noted from the damaged area or from the yellow lumen. The balloon was deflated with no issue. The investigation is unconfirmed as the balloon did not leak under the laboratory setting in which it was tested. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post gastrostomy feeding tube placement, sterilized water allegedly leaked from the balloon. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post gastrostomy feeding tube placement, sterilized water allegedly leaked from the balloon. There was no reported patient injury.